Event description:
It was reported while using bd gravity set 20dp checkvalve 2 sms a component was missing. There was no report of patient impact. The following information was provided by the initial reporter: missing one of the two whit adaptors on the end of the tubing when opened.

Manufacturer narrative:
Medical device lot #: 2005250 was reported, however, this is not a lot # manufactured for the reported catalog #. A complaint of one of the two adaptors missing on the set was received from the customer. A photo was provided for investigation. In the photo, the smartsite is seen to be separated from the rest of the set. A device history record review for model 42293e lot number 22049318 was performed. The search showed that a total of 14,403 units in 1 lot number were built on 22apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.